Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Reader did not power on with strip insertion. The returned reader was de-cased. Visual inspection has been performed on the de-cased reader and liquid contamination was observed on the pcba (printed circuit board assembly) inside the strip port. Control solution testing was unable to be performed. An extended investigation was also performed. Visual inspection has been performed on the returned de-cased reader and no issues were observed. The reader did not power on with strip insertion but powered on with button depression. The reader was de-cased and performed visual inspection on the reader's pcba and observed liquid contamination. Therefore, this issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "slight seizure" and indicated they were able to self-treat with eating "something sweet." There was no report of death or permanent impairment associated with this event.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "slight seizure" and indicated they were able to self-treat with eating "something sweet." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "slight seizure" and indicated they were able to self-treat with eating "something sweet." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Reader did not power on with strip insertion. The returned reader was de-cased. Visual inspection has been performed on the de-cased reader and liquid contamination was observed on the pcba (printed circuit board assembly) and inside the strip port. Control solution testing was unable to be performed. An extended investigation was also performed. Visual inspection has been performed on the returned de-cased reader and no issues were observed. The reader did not power on with strip insertion but powered on with button depression. The reader was de-cased and performed visual inspection on the reader's pcba and observed liquid contamination. Therefore, this issue is not confirmed to use due to liquid contamination. An extended investigation was performed. Visual inspection was performed on the returned de-cased reader and no issues were observed. The reader did not power on with strip insertion but powered on with button depression. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and liquid contamination was observed. Therefore, this issue is not confirmed to use due to liquid contamination. At this time strip has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and lot 4500187487 has produced a not-satisfactory results for spiked venous blood testing. The testing result was addressed and investigated. The investigation concluded that the product functionality was not affected. Spike venous blood testing results were plotted on parkes error grid. All results fell within zone a & b, which is considered clinically acceptable. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.